Event description:
It was reported that oversensing with pacing inhibition was observed. While implanting a new rv lead, the physician noticed an abandoned rv pacing lead very close the reported lead. It was noted that the possibility of the abandoned rv pacing lead making contact with the lead might be the responsibility of pacing inhibition. The lead was capped and replaced. The patient condition was fine prior and after procedure.